Event description:
Cord on personal alarm frayed, possible from getting caught inside rails on resident's bed and broke. The resident attempted an independent transfer, the cord broke so the alarm was not activated. The resident fell and fractured hip.